Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor failed due to delamination of the sensor. An alternate sensor was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.